Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was admitted to the hospital due to acute diabetes ketoacidosis. The event involved product(s) unomedical, mmt-751nas, mmt-332a. Troubleshooting was not performed. It was unknown whether the insulin pump system was used within 48 hours of the reported low blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-751nas. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the original battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date 14-mar-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 14-mar-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.